Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope horizon was not leveled. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm 0-degree endoscope was analyzed and found to have improper welding of the shaft to the nose housing, resulting in uncontrolled motion where the endoscope can rotate but the shaft can remain in place. The complaint was confirmed by failure analysis.